Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The blood glucose level of the customer was 58 mg/dl before 2-3 weeks ago. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. It powered up properly after battery installation. The device was received with operating currents within specification. It passed self test, rewind test, seating test, basic occlusion test and force sensor test. No pump error 2 or pump error 13 noted. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device was received missing reservoir tube o-ring, broken reservoir tube lip, pillowing keypad overlay, cracked battery tube threads, minor scratches on case, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.